Event description:
It was reported that a vns generator failed to be programmed off as no communication was established with the device. Further information received from the neurologist revealed that other patients were successfully interrogated before and after the event with the same programming system. Moreover, the patient has been scheduled to be re-evaluated for generator replacement but currently, the root cause of the communication issue is unknown. Good faith attempts to obtain additional information have been unsuccessful to date.